Event description:
A pt reported blood glucose results of "131 mg/dl and 271 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The customer care rep walked the pt through two blood glucose tests and obtained results of 94 mg/dl and 92 mg/dl. No products have been replaced.